Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-2 implant failed to deploy. A backup device was available to complete the procedure. There was a reported short delay of less than 30 minutes. No patient impact was reported.

Manufacturer narrative:
The device was received in a used state without the suture or either of the t's. The device has a slight twist on the delivery needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. As the delivery needle has been bent it is very possible that it contributed to the event. The device was found to actuate and cycle as designed. Device history record review found no deficiencies in the manufacture of the device. Complaint history search revealed no additional complaints for this batch.